Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown) (asked unknown mcg/ml at asked unknown mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was implanted on (B)(6) 2021 (per device registration the pump was implanted on (B)(6) 2021) and she was calling to get the records as to what the pump was currently programmed at. It was reported they were only able to fill the pump half way because the pharmacy made an error and sent the wrong type of baclofen. The patient did not know when to have the nurse come out and fill the pump. The patient was redirected to their healthcare provider to further address the issue.